Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Moisture was noted in the pop-off valve. The valve was cleaned and reset.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.